Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the main printed circuit board (pcb) was out of electrical specification. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the main pcb, battery flex and heart lead flex. Visual inspection did not reveal any anomalies. Bench testing and functional testing did not reveal any anomalies. Conclusion: could not reproduce the failure observed during service and repair of the device.

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.